Event description:
The customer reported that insulin kept pushing out while attempting to do the manual prime and the device alarmed. The caller also mentioned that the insulin pump was stuck in the bolus delivery loop. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, and scratched display window.